Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic due to feelings of palpitations and nausea. Upon interrogation it was noted that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and loss of capture. A fracture was suspected but not confirmed. The patient was already scheduled for a device change out procedure due to normal battery depletion so the decision was made to implant a new ra lead at that time. The device was temporarily reprogrammed. Five days later a replacement procedure was performed where the device was explanted and the ra lead was surgically abandoned. No additional adverse patient effects were reported.